Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with m31 air detected in cassette warnings that occurred drain 4 of 5 of treatment and make sure hb is on ht messages that occurred during fill 5 of 5 of treatment. A fluid leak was discovered while in tx complete - step 9 remove cassette and after removing the cassette it is when the patient found fluid leaking from the cassette on tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the top left side of the cassette film that was loose. The contact was advised to keep the tubing set. The patient knew how to perform manuals and was advised to contact the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was completed and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient continued use of the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with m31 air detected in cassette warnings that occurred drain 4 of 5 of treatment and make sure hb is on ht messages that occurred during fill 5 of 5 of treatment. A fluid leak was discovered while in tx complete - step 9 remove cassette and after removing the cassette it is when the patient found fluid leaking from the cassette on tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the top left side of the cassette film that was loose. The contact was advised to keep the tubing set. The patient knew how to perform manuals and was advised to contact the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was completed and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient continued use of the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.